Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that ¿about a year ago¿ the patient went in for a reprogramming and the rep resolved the patient¿s situation at that time. It was reported that the patient left with therapy. It was reported that the patient noted that the patient had a ¿wire loose¿. It was unclear exactly what that meant or what the status of the system/impedances were at that time. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 97740 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(6) im planted: (B)(6) 2017 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for non-malignant pain. The patient reported that the stimulator quit working and they were told by the healthcare professional that the wire had to be readjusted. The patient reported loss of therapy. The patient reported that the hcp had to adjust 3 different settings because the others just quit working. The patient reported that the hcp stated that stimulator will have to be replaced if this happen again. The patient reported that he loves the stimulator. The patient reported having pain in the ankle and buttock. It was reported that the top of the lcd screen on the patient programmer (pp) does not display images, so they cannot see icons for ins status, or pp/ins charge level.